Event description:
The consumer called into customer support to report "he received high blood glucose results when testing". It was reported to nova biomedical on (B)(6) 2015 that he received a result of 162 mg/dl before breakfast. Several hours later, the consumer tested his blood glucose level again getting a result of 321 mg/dl before lunch and based on this result the consumer administered an unk amount of insulin to help bring down his blood glucose level.

Manufacturer narrative:
Test strip lot # 1020214287 expiration date: 10/2016 control solution lot # none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.